Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was using cold insulin. Tandem technical support informed the customer that using cold insulin is off label per the tandem user guide. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 292 mg/dl.